Manufacturer narrative:
Not returning unit; however, one unused sample was returned and evaluation, reference medwatch no. 2015691-2011-15749. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
As reported, the hooks on the insert pierce the package and the device is no longer sterile. It happened in approximately 5 units over a period of 15 days. The devices involved in this complaint come from different packages. The lot number provided corresponds to the unused sample that is being returned, however the pharmacist cannot confirm that the 5 units reported come from the same lot number. According to the pharmacist, the clamps caused the piercing.